Manufacturer narrative:
A root cause could not be determined. Product was requested but was not returned for investigation. No information was provided in the complaint that would point to a cause for the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the lancet protrudes from the end cap of the accu-chek softlcix lancet device. The customer is using accu-chek softclix lancets that are seated properly. The lancet device primes and fires. When the device is fired, the lancet protrudes past the end cap of the device. No adverse event occurred. The accu-chek softclix lancets lot number was 15016116. On a callback, the customer stated he figured out how to use the device and it is now working properly. The lancet device and lancets have been requested for investigation. Replacement product was sent.